Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The service representative replaced a connector on the lemo connector on the interconnect cable. The system was tested and operates as intended.

Event description:
The customer reported a problem with the lemo connector on the interconnect cable on the stenoscop system. No patient injury was reported.